Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes of administration not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis. On an unreported date, the patient discontinued pd therapy. No additional information is available.